Manufacturer narrative:
On 16-sep-2021, tsh and ft4 controls were barely within range and patient sample data was incorrect. The customer recalibrated both tests and the tsh calibration was successful, but the ft4 calibration failed. After a second re-calibration, results were similar. Controls were measured and were acceptable. Ft4 controls tested on 17-sep-2021 and 18-sep-2021 were again at the limit of the acceptable range. A new ft4 pack was loaded on 21-sep-2021 and controls recovered within range on this pack. The ft4 reagent pack used at the time of the event was provided for investigation. Investigations of this pack determined there was no problem with performance.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys ft4 iii assay and the elecsys tsh ver. 2 assay on a cobas e 411 immunoassay analyzer (serial number (B)(4)). This medwatch will apply to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. On the morning of (B)(6) 2021, there was an instrument alarm indicating abnormal temperature control. The temperature of the reagent disk reached 60 degrees celsius. The field service engineer checked the analyzer. Controls were acceptable after repairs were performed. After the engineer checked the analyzer, the patient samples were initially tested on (B)(6) 2021 and the initial values were reported outside of the laboratory. The initial values were questioned by a physician so the samples were sent to another laboratory for repeat testing on an unknown roche elecsys analyzer. The first sample initially resulted in a tsh value of 0.08 uiu/ml and repeated as 1.34 uiu/ml. This sample initially resulted in a ft4 value of >7.77 ng/dl and repeated as 1.45 ng/dl. The second sample initially resulted in a tsh value of 1.33 uiu/ml and repeated as 26.2 uiu/ml. This sample initially resulted in a ft4 value of > 7.77 ng/dl and repeated as 0.76 ng/dl.

Manufacturer narrative:
The root cause is consistent with decreased signals of deteriorated reagents due to the reagent pack being exposed to a temperature of 60 degrees celsius on the reagent disk. Calibration data showed a clear deterioration of the reagent. The likely root cause could not be reproduced with certainty. The investigation could not identify a product problem. The cause of the event could not be determined.